Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('(B)(6) histr at (B)(6)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced loss of libido ("I don't have sex drive"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal and loss of libido outcome was unknown. The reporter considered loss of libido and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received: case become incident. Removal details updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.